Manufacturer narrative:
The pipeline flex braid remains implanted in the patient and the delivery system has not been returned. Product analysis cannot be performed. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex was ¿twisted¿ at deployment. The patient was undergoing flow diversion treatment for a 15mm, unruptured, saccular aneurysm in the left cavernous internal carotid artery (ica). The vessel was tortuous with hairpin turns from the c3-c2 and c2-c1. It was noted that stenosis existed distal to the aneurysm. The devices were prepared as indicated in the IFU. It was reported that the pipeline flex was advanced through the catheter with resistance. The physician managed to deliver the pipeline flex to the target area. The physician attempted to resheath the pipeline flex by ¿reversing the sleeve¿, but was unable to. The physician instead deployed the pipeline flex distal to the target location. At deployment, the pipeline flex was observed to be twisted. The physician attempted to resheath the device again, but felt the catheter was stretched. For that reason, the physician unsheathed the pipeline flex and delivered the device to the target location. There were no reports of patient injury in association with this event.